Event description:
During a review of programming history of this patient's pulse generator, it was identified that two programming anomalies occurred resulting from faulted system diagnostic tests performed at follow up visits. The first event occurred on (B)(6)2005, where patient's generator was initially interrogated at 1ma/15hz/250usec/30sec/3mins. A system diagnostic test was attempted, which faulted, and another test was done after that which revealed normal device function. Another interrogation was done, which noted the settings as 1ma/20hz/500usec/30sec/60mins. The physician re-programmed the device settings to 1ma/20hz/250usec/30sec/60mins. The next time, the patient's device was interrogated was on (B)(6)2005, where the physician programmed the settings to 1ma/20hz/250usec/30sec/3mins. The second programming anomaly was observed on (B)(6)2005. The device settings were initially interrogated at 1ma/15hz/250usec/30sec/3mins. A system diagnostic test was done which revealed normal device function. A final interrogation was done, and the settings were 0ma/20hz/500usec/30sec/60mins. The patient was seen next on (B)(6)2005, where the settings were re-programmed to 1ma/15hz/250usec/30sec/50mins.

Manufacturer narrative:
Analysis of programming history.